Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with d-di tina-quant d-dimer on a cobas integra 400 plus. The sample initially resulted with a d-dimer value of 4.1 ug/ml and this value was reported outside of the laboratory. The sample was stored in the refrigerator. The patient complained about the value, so the sample was pulled from the refrigerator and repeated on (B)(6) 2020, resulting with a d-dimer value of 3.9 ug/ml accompanied by a data flag. The sample was also repeated on a cobas 6000 c (501) module, resulting with a d-dimer value of 0.36 mg/l. The d-dimer reagent lot number was 47766601, with an expiration date of 30-apr-2021.